Manufacturer narrative:
The device was discarded and not available for evaluation. Device history review (DHR) and lot history review were unable to be performed as no work order/lot number was provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As no product was returned, no visual inspection, function testing, and dimensional testing were able to be performed. 3mensio imagery was provided from the site provides insight on patient anatomy around annulus with some degree of calcification. Commander s3 IFU, preparation training manual, and procedural training manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The complaint was unable to be confirmed as device was not returned and no applicable imagery was provided for the evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. Additionally, lot history review or DHR review could not be performed as lot number was not provided for the delivery system. A review of the IFU and training manuals revealed no deficiencies. As reported, ''upon removal of the esheath and delivery system, the balloon appeared to be caught in the esheath seam''. Per the cer, the patient had mild calcification and tortuosity. Vessel tortuosity can create non-coaxial withdrawal angles with the sheath, while calcification can impact coaxial withdrawal by interacting with or constraining the sheath during delivery system retrieval, resulting in the distal end of the delivery system catching onto the sheath tip and subsequently contributing to withdrawal difficulties. The additional device manipulation to overcome withdrawal difficulty could potentially have led to the reported delivery system interacting with the esheath seam and reported withdrawal difficulties. Due to no device return, a definite root cause was unable to be determined. However, available information suggests patient factors (calcification, tortuosity) contributed to the reported event. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a product risk assessment (pra) was required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required h3 other text : device discarded.

Manufacturer narrative:
The device was discarded. Investigation is ongoing.

Event description:
As reported by field clinical specialist, the 29mm sapien 3 valve was implanted successfully. Upon removal of the esheath and delivery system, the balloon appeared to be caught in the esheath seam. Sheath and delivery system were removed together. Additional closure devices were used to achieve hemostasis, but were unsuccessful. A covered stent was placed to repair the vascular injury. The patient was stable.